Event description:
It was reported that the pt was re-implanted on (B)(6) 2013 following a reinforced electrode lead extrusion through the skin not allowing closure of the surgical wound.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.